Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there was a check syringe plunger sensor alarm. The device was visually inspected and there were no damages. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was due to the stuck plunger holders as a result of contamination. As a result, the plunger case was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a check syringe plunger sensor alarm during power on and that the plunger head flipper did not open properly. During physical inspection, a check syringe plunger sensor alarm was confirmed. There was no patient involvement, no injury was reported.